Event description:
It was reported that during a laparoscopic hartmann procedure, after an unsuccessful stapling attempt (the clamp made an unusual sound), the clamp remained locked inside the patient. Indeed, the jaws remained in the open position and stapling could not be performed. After several unsuccessful attempts to close the jaws and pass the clip through the trocar to remove the stapler, the clip was removed with the trocar through the patient's wall. The operator had to replace a new trocar and used an identical reference stapler (and unknown lot number) to repeat the gesture. This incident led to an alteration of colon tissue in connection with the multiple manipulations to close the clamp. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 6/12/2026. D4: batch#: 759d61. Additional information was requested, and the following was obtained: is the current patient status known? Yes. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with an endopath xcel trocar 12mm inserted in the device, with the anvil bent upwards and with one gst60g reload loaded in the device. The reload was received partially fired 3/4 and with damage on reload deck. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. Additional, the knife was noted as partially advanced, however due to the condition of the device it was not possible to return the knife to home position. After further evaluation, the analysis showed the knife wings were broken off. The wings of the knife was not returned for analysis. No functional test was performed due to the condition of the device. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee60a, with lot number: a98y3g, and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number: 759d61, and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.